Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alarm during the fill tubing.  Troubleshooting was performed and the insulin exited tubing with manual plunger push successfully. No harm requiring medical intervention was reported. The customer will continue the use of the device and the pump will not be returned for analysis.